Event description:
It was reported that during a right hemi circumference of a total cholectomy procedure. The staples did not close properly. It was necessary to perform a colostomy.

Manufacturer narrative:
Info anticipated, but unavailable at this time.